Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed and duplicated. The assignable cause the rear inverted harness and speaker harness were disconnected. The rear inverted harness and speaker harness have been reconnected. Additional: a service history review has been performed and the device has not been previously serviced by baxter for the reported condition. A trend review has been performed and there similar reports made to baxter. The root cause will continue to be investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a 550:320:654:0000 failure code. There was a failure to audibly alarm. It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module master software version is currently unknown.